Manufacturer narrative:
Approximate age of device- 13 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient who recently underwent a pump exchange observed multiple power cable disconnect while connected to the power module. At the discretion of the doctor, the power module cable and epc were exchanged, and the power cable disconnect alarm disappeared. Log files submitted revealed some intermittent power cable disconnect sequencing while the patient is connected to power module. There were 3 driveline disconnect throughout the log file. No additional information was provided.

Manufacturer narrative:
The patient's pump exchange was reported under MFR 2916596-2019-00959. Manufacturers investigation conclusion: the reported event of multiple power cable disconnect alarms while on power module was not able to be reproduced during the evaluation of the returned system controller serial number (B)(6). The system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved and contained events recorded from the time stamp of day 37, 15 hours and 28 minutes to day 39, 5 hours and 10 minutes where several routine power cable disconnect alarms were recorded. No further information was provided. The manufacturer is closing the file on this event.